Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient presented with the following pre-op diagnoses: degenerative disk disease. Post-laminectomy syndrome l5-s1. Mild residual radiculopathy right leg. Predominately axial back pain. She underwent the following procedures: anterior lumbar discectomy. Epidural decompression. Foraminotomy l5-s1 on the right. Interbody fusion l5-s1 with allograft bone spacer, bone morphogenic protein and local bone grafting. Plating with fluoroscopic assistant via anterior retroperitoneal approach. Per op notes, ¿¿we then irrigated out the disk space at l5-s1, suctioned the area dry. The graft was loaded with about half of the bmp sponge. It was placed into the squid introducer and then the 13 mm graft was placed into position countersinking it 3 mm. Under lateral fluoroscopic control, we noted that the graft was slightly anterior in the disc space and we had room to go posteriorly. We then impacted it posteriorly with half-moon impactor until it was fitting right in the central to posterior aspect of the disk and was quite stable. We then took the remainder bmp and we removed some bone graft when we did the foraminotomy. We also removed some anterior osteophytes off of s1 and this was all used as bone graft. This was placed on the right and left sides of the graft and then the bmp sponge, which were half of the small one was placed on the right and left sides of the graft to increase surface area for fusion¿¿ no patient complications were reported. (B)(6) 2009: the patient presented for a follow-up. She had minimal back pain. (B)(6) 2010: the patient presented with back pain and occasional numbness going down the right leg. (B)(6) 2010: the patient presented with increased back pain. X-rays were reviewed which revealed the plate holding the graft in acceptable position and alignment. X-rays were reviewed which revealed the plate holding the graft in acceptable position and alignment. (B)(6) 2010: the patient presented for follow-up of back pain. X-rays were reviewed which revealed the plate holding the graft in acceptable position and alignment. (B)(6) 2010: the patient underwent MRI of lumbar spine due to radiating back pain to right leg. Impression: postoperative changes at l5-s1. No extruded or protruded disc or any significant foramina or spinal stenosis. (B)(6) 2010: the patient presented with back pain with right lumbar radiculopathy. (B)(6) 2010: the patient presented with low back pain radiating down the right leg. (B)(6) 2010: the patient underwent MRI of the right hip. Clinical impression: essentially no abnormality identified; there is a 1.3 cm benign appearing cyst at the base of the pelvis. (B)(6) 2010: the patient presented with follow-up of back pain and right lower extremity pain. There was some residual low back pain extending to the right posterior thigh and calf. Impression: right sided low back pain. Possible chronic pain syndrome. (B)(6) 2010: the patient presented for follow-up of sacroiliitis. (B)(6) 2010: the patient presented for a follow-up of right sacroilitis. She also complained of some muscle spasms. (B)(6) 2010: the patient presented with severe right sacroiliac joint pain. She also complained of numbness and tingling to the right foot. X-rays of lumbosacral spine revealed no acute fracture or dislocation. (B)(6) 2010: the patient presented with follow-up of back pain. (B)(6) 2010: the patient underwent CT of lumbar spine due to pain and numbness in right leg. Impression: fusion at l5-s1. No acute fracture seen. (B)(6) 2011: the patient presented with left buttock and leg pain with some paresthesias. She also underwent x-rays which revealed solid inter-body fusion at l5-s1 with very slight degenerative changes at l4-5; there was no malalignment and no evidence of any significant abnormality. (B)(6) 2011: the patient underwent MRI of lumbar spine due to history of discectomy with fusion at l5-s1. Conclusion: the vertebral bodies have a grossly normal height and marrow signal. There is anterior fixating plate and screws at the l5-s1 level with interbody fusion device. At the l5-s1 level, there is no disc herniation or spinal stenosis. Bilateral neural foramen grossly patent. At the l4-l5 level, there is mild posterior disc-osteophyte complex which is slightly more eccentric to the left side and narrows the left-sided neural foramen only by 15-20%. No spinal stenosis. Mild facet joint degenerative change. At the l1-2, l2-3 and l3-4 levels, there is no disc herniation or spinal stenosis. Bilateral neural foramen are grossly patent. No paraspinals lesions. No gross evidence of osseous edema. (B)(6) 2012: the patient presented with back pain. X-rays of l5-s1 were reviewed which showed no space narrowing, normal facet joints. Previous MRI was also reviewed which showed mild dehydration of the l4-5 discs with no significant facet abnormalities, no disc herniation or stenosis. (B)(6) 2013: the patient presented with severe right buttock and posterior thigh pain which caused numbness and tingling in her legs. (B)(6) 2013: the patient underwent MRI of lumbar spine due to severe right buttock and posterior thigh pain. Impression: post-surgical changes l5-s1 and mild degenerative disc disease. (B)(6) 2013: the patient presented with recurrent back pain and some right buttock and leg pain. MRI was reviewed which revealed pos t-operative changes at l5-s1 with no neural compressive lesions; her discs were all extremely healthy from l1 to l5 with normal nuclear anatomy and normal annular; there were no annual tears; there was no stenosis or disc herniation; had facet degeneration predominantly at l4-5 and to al lesser degree at l3-4. (B)(6) 2013: the patient presented with back pain. She also complained of numbness in legs. She also had facet arthritis. (B)(6) 2014: the patient presented for medication management. She complained of chronic back pain and right leg pain. She had a straight leg raise that caused shooting pain down the back and the leg on the right.

Event description:
It was reported that the patient underwent a lumbar fusion procedure at l5 to s1 using rhbmp-2/acs. Post-operatively, patient continues to experience severe and unrelenting low back pain that radiates to the lower extremities following a dermatomal pattern. This makes it difficult for her to walk, necessitating the use of an ambulatory device to travel more than short distances.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.